Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain on 2016 (B)(6). It was reported that the battery flips in the pocket and the patient has trouble charging when it¿s flipped. External factors that contributed to this event remain unknown. The patient was unable to get more than 2 bars when recharging and an x-ray had confirmed that it had flipped. A pocket revision was scheduled for 2016 (B)(6) to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.